Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Although the manufacturer (zb EU authorized representative) has received the product (bnpt4313), the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4). Therefore, the product has not been physically inspected. The investigation was performed using applicable instructions for use and risk files. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per is low bone density ¿ type iii. The reported device had been placed on tooth # 34 (fdi) for only 2 days.x-ray or picture images were not provided.DHR and sterilization record review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by item (bnpt4313). No similar events or complaints about nonconforming products were found.september post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® tapered implant (bnpt4313) and cover screw were returned for investigation. The reported event occurred at implant level; the investigation was conducted only on the implant. Visual evaluation of the as returned implant identified minor signs of wear due to usage. The device had no apparent sign of malfunction.the device could not be functionally tested for the reported failure (pain). However, measurements were taken using a caliper (cal8254; due date: 11- jun-2021). Following dimensional analysis and comparison to drawings, the device was determined to be within design specification (file: dwg).pre-existing condition noted on the per is 'low bone density ¿ type iii'. The reported device had been placed on tooth 34 (fdi) for only 2 days. X-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, persistent pain is listed as potential adverse event. DHR and sterilization record review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications.a year-long complaint history review was performed by item (bnpt4313). No similar events or complaints about nonconforming products were found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant removed due to pain. New implant would be placed.